Event description:
Healthcare professional reported through clinical study follow-up that approximately 10 months post implant, the pt experienced a transient ischemic attack resulting in imbalance, dizziness and blurred vision. The pt was started on acetyl salicylic acid (asa) treatment and frequency of dizziness has decreased. The valve remains implanted and functioning as intended.